Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the report of no image from the device. No fault was found with the image. Inspection found the front panel was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image on the subject device and they were not certain whether the fault was with the subject device or camera head being used with it. The unspecified procedure was completed using another similar device. There was no harm or user injury reported due to the event. The ch-s400-xz-eb camera head is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the no image was not reproduced, so no root cause could be determined. Olympus will continue to monitor field performance for this device.